Event description:
Drive medical received notice from an attorney regarding an incident involving a bariatric bed, a device imported and distributed by drive medical. The enduser was walking by the bed when he cut his arm on the edge of the bed. Enduser received six stitches for the cut. This report is based on information provided by the attorney for the enduser.